Manufacturer narrative:
This report is submitted on may 19, 2023.

Manufacturer narrative:
This report is submitted on april 12, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to no benefit and in order for the patient to undergo an MRI. There are no plans to reimplant the patient with a new device as of the date of this report.